Event description:
Merz aesthetics received a report from merz (B)(4) on 2/21/2012. A spontaneous adverse event reported by a dermatologist: the dermatologist applied radiesse in frown lines (glabella), nasolabial folds and marionette lines. After the injection, the pt complained of pain and presented redness in the glabellar zone. The next day the pt presented pustules (only in one side of the frown). Gradually the redness was present even in areas that were not treated with radiesse and a presented a severe herpes zoster clinical picture. The treating dermatologist confirmed that he injected a very low quantity (not specified) of radiesse. As a countermeasure to treat the adverse event, the doctor started therapy with intramuscular acyclovir (unk dose) and 75mg of oral pregavalin. The pt was also examined by a neurocirujan who corroborated the herpes zoster diagnosis. The treating dermatologist reported that the adverse event was unilateral (specific side not provided). At the time of the report, the pt has not recovered.